Event description:
The customer reported, evis exera iii xenon light source is having issues capturing images. Overheating and complications with the usb, universal serial bus. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. And follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the image capturing problem/issues could not be identified. Olympus will continue to monitor field performance for this device.